Manufacturer narrative:
(B)(4). Carefusion medical device complaints were managed handled by (B)(4)under a transitional service agreement from (B)(4) 2009 until (B)(4) 2011. In retrospective review by carefusion representatives, it was determined that this event necessitates submission as an MDR in adherence with 21 code of federal regulation part 803. Evaluation of the device received confirmed the reported issue. The jaw of the device was broken at the hinge. Three cracks in the jaw were observed. One crack goes through the pin hole in the fixed jaw and dark discoloration could be seen. The other two (2) cracks were in the movable jaw where the failure occurred. One crack had a darker color on its surface indicating that it had been cracked previously and the other crack was the failure point. By the date code (k90) the device was manufactured in november 1990. Although an exact root cause for the reported failure could not be determined the damaged observed suggested that the device may have sustained extreme stress and the crack propagated over a long period of time. Trending for the reported issue was not detected. A review of the DHR was not performed. The device is a purchased product and the DHR would only reflect laser marking and packaging. Root cause: the darkness of the metal suggests crack propagation. Action plan: the reported issue is considered to be an isolated incident. A CAPA will not be initiated at this time. Our records have been updated to aid in trending activities should another concern be recorded for this product code.

Event description:
Broken jaw medwatch: while using laparoscopic claw grasper ((B)(4)) instrument broke at hinge (jaw) of instrument. X-ray was taken at the end of case. No metal was noted on x-ray findings.